Event description:
It was reported that the patient had no stimulation sensation on the left side of the body. It seemed to the reporter that some of the programming was not working. The patient had a lead revision done two days prior to report (see manufacturer report# 3004209178-2012-07231). After the initial implant the patient had stimulation sensation on both sides of the body and back. No patient injury was reported. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that patient still had concerns regarding the device. Patient had lead re-positioned but the device still did not work. Patient had appointment on (B)(6) 2012 with doctor or representative.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-p4, lot# n324513, implanted: (B)(6) 2012. Product type: accessory. (B)(4).